Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 565 mg/dl with diabetic ketoacidosis. Customer was hospitalized and treated with insulin drip as well as sodium chloride for dehydration. Customer was discharged on (B)(6) 2019 and reverted to manual injections. Reportedly, customer met with a clinical diabetes specialist to be re-trained on the pump due to numerous use errors (taking off sensor, not using bolus feature, and not entering carbohydrate or blood glucose value into the pump).